Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding ( menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage (dilation and curettage ,video hysteroscopy , hysteroscopic tubal occlusion essure.) On (B)(6) 2013 and multigravida (1 miscarriage and 2 abortions). Concurrent conditions included pituitary adenoma since 2008. Concomitant products included bromocriptine mesilate (parlodel) since 2008, cabergoline (dostinex) since 2008 and warfarin sodium (coumadin) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 14 days after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient underwent appendicectomy ("surgery (other)-type of surgery: appendix removed"). The patient was treated with surgery (essure removed and surgery : appendex removed //2017, appendectomy). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain lower, appendicectomy, vaginal haemorrhage, urinary tract infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, appendicectomy, dysmenorrhoea, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed on either side in the usual fashion. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure device noted within the low pelvis.; on (B)(6) 2013: bilateral occlusion achieved. Bilateral essure coils intravasation of contrast into periuterine veins on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage (dilation and curettage ,video hysteroscopy, hysteroscopic tubal occlusion essure.) On (B)(6) 2013 and multigravida (1 miscarriage and 2 abortions). Concurrent conditions included pituitary adenoma since 2008. Concomitant products included bromocriptine mesilate (parlodel) since 2008, cabergoline (dostinex) since 2008 and warfarin sodium (coumadin) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 14 days after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient underwent appendicectomy ("surgery (other)-type of surgery: appendix removed"). The patient was treated with surgery (essure removed and surgery : appendix removed (B)(6) 2017, appendectomy). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain lower, appendicectomy, vaginal haemorrhage, urinary tract infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, appendicectomy, dysmenorrhoea, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed on either side in the usual fashion. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available: hysterosalpingogram: on (B)(6) 2013: bilateral essure device noted within the low pelvis.; on (B)(6) 2013: bilateral occlusion achieved. Bilateral essure coils intravasation of contrast into periuterine veins on the left. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case was upgraded to incident. Essure removal date added, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.